Event description:
Fisher & paykel healthcare (fphc) received a report from (B)(6) regarding an alleged fire. It was reported that the pt was on a fphc rt110 breathing circuit when an attending nurse noticed the circuit deteriorating. The pt was reportedly removed without apparent harm, the breathing circuit and pillow were impacted. We understand that the hospital plans to receive an independent eval of the products.

Manufacturer narrative:
To date we have not received the device implicated in the incident, or the results of independent testing. Method: photographs of device from incident received and examined. Six breathing circuit samples with varying lot codes from the hospital's stock were received and evaluated. Results - interim: visual examination of photographs indicate failure in the expiratory limb approx 20 - 30 cm from the y-piece (pt end). This appears similar to incidents previously reported, ie, MFR report numbers: 9611451-2005-00001, 00004, 00007, that resulted in recall (B)(4). To date, the cause of this incident has not been determined. Of the six returned samples from the hospital's stock, one was found to be out of spec. The heater wire in the inspiratory limb had a high measured resistance value - potentially an open circuit. The cause of this is to be determined. Conclusions: no conclusion can be drawn to date.